Event description:
It was reported that the customer had experienced intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.